Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange from textured to smooth implants due to the patient's concern with the product.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, brown particles in the surface of the shell, broken shell. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior(orientation dot) assessed to an unidentified (tear) opening. Missing piece of the shell(orientation dot) assessed an inconclusive.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted.